Event description:
Pt notified lvad team that one of his batteries was not recognized by his controller despite being fully charged. Pt brought battery in and this was exchanged. Battery will be sent back to manufacturer for evaluation, this is a warranty replacement. FDA safety report ID # (B)(4).